Manufacturer narrative:
Vyaire has reached out to customer to provide the complaint device for further investigation. At this time we are currently waiting for the sample. If the customer provides the sample for further investigation or additional information is obtained, vyaire will provided a follow up emdr.

Event description:
Customer reported ¿on baby¿s head, would not read anything. 2 different cables used.¿ customer confirmed that after looking at the packaging the fetal scalp electrode expired on (B)(4) 2017.